Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information provided: "product code: attune rev tib sleeve base attachment / attune rev tib sleeve seperator lot/batch/exp: photos attached" and "two instruments became with old implant whilst using and unable to remove despite multiple efforts. Old implants stuck with items from an infected case so not appropriate for return". The product was not returned to j&j medtech orthopaedics, however photos were provided for review. (B)(4). The photo investigation revealed nothing indicative of a device nonconformance. Furthermore, it is important to mention that the lot number was not able to be observed on the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unk knee tibial insert would have not contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and confirmed that the original implants were infected. The surgeon revised the femoral side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2024, the two instruments attune rev tib sleeve base attachment and attune rev tib sleeve seperator became stuck with old implants and were unable to be removed despite multiple efforts. Old implants stuck with items from an infected case so would not be returned. There was no surgical delay and no patient consequence.